Event description:
It was reported by repair work order that the release lever on the anchor was slow to respond due to debris on the lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.